Event description:
It was reported that the patient presented with spondylolisthesis and degeneration. The patient underwent transforaminal lumbar interbody fusion (tlif) at l4-5 and l5-s1 using rhbmp-2/acs, local bone, interbody spacer and spinal hardware. Three months post-op the implant dislodged / migrated. No further details provided. The patient's last follow up exam was performed at 12 months.

Manufacturer narrative:
Concomitant: legacy instrumentation, rhbmp-2/acs, local bone (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013.